Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire, an arrow raulerson syringe (ars), an 18 ga introducer needle , and the product lidstock for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a kink near the distal end. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 25mm from the distal tip. The overall length of the guide wire measured 601mm which is within the specification of 509-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.803mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through the returned ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked near the distal end. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.